Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20025178, d4: medical device expiration date: 02/09/2023, h4: device manufacture date: 02/09/2020. D4: medical device lot #: 20015219, d4: medical device expiration date: 01/12/2023, h4: device manufacture date: 01/12/2020. D10: device available for eval yes, d10: returned to manufacturer on: 09/10/2020. Investigation conclusion: the customer reported the tubing separated from the drip chamber when the technician was ready to prime it. The customer provided a photo showing a separation at the engagement of what looks to be an unused set's drip chamber and tubing components. Also shown on the photo was an empty set model 10013364t package. Received were the following secondary set model 10013364t samples- one unused/separated sample with package lot 20025178 and four unopened samples lots 20015219. The separation was at the engagement of the drip chamber p/n 10013831 and tubing p/n 620-00065 components. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damage or issue was observed. Visual inspection under magnification of the separated tubing end observed insufficient to no solvent traces. By aligning the tubing end beside the drip chamber outlet, it was observed that the tubing had been fully inserted into the drip chamber outlet spigot. Dimensional analysis of the tubing area near the separated tubing end (0.107 inches for inner diameter) was observed to be within specification. Handling/tugging of the set's other tubing engagement observed no separation or any issue. The initially unopened set samples were visually inspected. No issues were observed. Handling/tugging of each set's tubing engagements observed no separations or any issues. Equipment used (inspection and measurement performed on (B)(6) 2020). Ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. The device history record for set model 10013364t lot 20025178 shows the set was manufactured on 09feb2020 with a total of (B)(4). There were no quality notifications issued during the production build of this set. The device history record for set model 10013364t lot 20015219 shows the set was manufactured on 12jan2020 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The customer's report that the tubing set separated from the drip chamber was confirmed. The root cause was identified as insufficient solvent due to equipment and/or operator error. Bd tj manufacturing is aware of issue based on previous similar reports. The issue of tubing separating from drip chamber outlet port was addressed under trackwise CAPA 85340. Although corrective actions were implemented prior to the manufacturing of this lot, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. The initially unopened set samples were visually inspected. No issues were observed. Handling/tugging of each set's tubing engagements observed no separations or any issues.

Event description:
It was reported that sec w/ss dc 20dp & hanger tex tubing separated. The following information was provided by the initial reporter: material no.: 10013364t batch no.: unknown. It was reported the tubing separated from the drip chamber when the technician was ready to prime it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec w/ss dc 20dp & hanger tex tubing separated. The following information was provided by the initial reporter: material no.: 10013364t, batch no.: unknown. It was reported the tubing separated from the drip chamber when the technician was ready to prime it.